Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to have been discarded. The return of the device may have aided the investigation in determining a cause for the experienced event. To ensure this type of experience is not a result of a potential product related deficiency, a sampling of finished devices is tested to verify the functionality of the device. Based on the information received with this complaint and without the product to examine, a definitive cause for the reported experience cannot be determined. Review of the device history record for this lot did not produce any findings relevant to this report. In addition, a query of the complaint-handling database was performed and there have been no other similar incidents reported from this lot.

Event description:
It was reported that a physician trained in the use of the starclose se attempted arteriotomy closure of a heavily calcified common femoral artery after an interventional procedure. Reportedly, as the physician was unsure if he had positioned the device correctly in the vessel, he did not deploy the clip. An additional angiogram was not made to clarify the position and the device was removed. Manual compression was used to achieved hemostasis. The physician stated that he did not use the safety release button to remove the device. There was no adverse patient sequela. Though requested, no additional information was provided.